Event description:
It was reported that an ilet user experienced a hyperglycemic episode with blood glucose rising to 372 mg/dl after a meal and later decreasing toward 320 mg/dl, with no infusion set or site issues noted and with recent initiation of an enzyme medication that could affect carbohydrate processing. User education addressed meal announcements and potential incorrect meal size. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.